Event description:
The event is reported as: after connecting the adaptor to the flow meter, the nurse noticed that the oxygen went to the aquapak but nothing went to the patient. The bottle inflated and emitted a whistle. The device was removed. No report of patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product as not returned for evaluation at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unknown. Teleflex will continue to monitor feedback from the customer on issues related to no oxygen going to a patient during use of water bottle products.